Event description:
In 2006, the lay user/pt contacted lifescan (lfs) alleging the one touch surestep enhanced meter would not power on. On the following day, the medical affairs specialist (mas) spoke with the pt to obtain and verify info; however, the pt refused to continue, and disconnected the call. On event day at 11:30 am, while at work, the pt experienced the symptoms of sweating, feeling cold, and could not talk or move. The pt attempted to test his blood lgucose level; however, the reported meter would not power on. He did not obtain a blood glucose result. The pt took no action following the use of the meter. Co-workers contacted emergency services. The paramedics arrived and obtained a blood glucose reading for the pt of 25 mg/dl. The pt was treated intravenously with glucose. He was not transported to the emergency room. After the symptoms subsided, the pt's blood glucose level was 220 mg/dl. The pt had not eaten any meal that day prior to the onset of symptoms. The reported meter had not powered on for approx two weeks. The pt does not have a backup meter. The pt continued to take his normal meals and medications during the time period he was unable to test his blood glucose level. It would have been helpful to determine the pt's medication regimen, his previous blood glucose readings, and his expected blood glucose levels. The customer care advocate (cca) determined during the troubleshooting telephone call that the pt had replaced the meter's batteries correctly, the battery contacts were in good condition and the meter had suffered no trauma. The meter, test strips and control solution were replaced. While exhibiting symptoms suggesting hypoglycemia, the pt was unable to obtain a blood glucose reading on the reported meter. He received emergency medical attention and treatment with intravenous glucose. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.